Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported, following the second staged interventional procedure via the right groin, a 6f angio-seal vip device was deployed. Two minutes after the device deployment, the pt started to bleed. Manual compression was applied and hemostasis was achieved. One month later, during an office visit, a murmur was heard over the femoral artery. An ultrasound of the area revealed a protrusion of the artery. The pt has a normal pulse and no pain.